Event description:
It was reported that during a coronary stenting treatment procedure, stent damage and migration occurred. The 99% stenosed target lesion was located in the saphenous vein graft (svg) to circumflex (cx). The lesion was predilated with a 2.5x15mm non-bsc balloon. A 28x4.5mm veriflex stent delivery system (sds) was advanced to the lesion and the stent was deployed at 10atms. However at mid-deployment the stent "accordioned" and "jumped back" causing a few struts to hang off the balloon. The physician post dilated the stent with the delivery balloon and then a 4.5x20mm quantum balloon. There were no additional complications and the patient's current condition is listed as "fine".

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).